Event description:
A ge service rep evaluated the system and tightened the interconnect cable connectors and replaced the x-ray tube. The system operates as intended.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the video board. The system operates as intended.